Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check four months ago, the pacemaker has an estimated remaining battery life of 0.5 years. Last month, the remaining battery life of the device is now at 2 years. A more recent device check indicated that the remaining battery life is now again at 0.5 years. Boston scientific technical services (ts) discussed that there appears to be a mismatch with what the programmers were displaying for the remaining battery life of this device. The patient is being checked monthly. The pacemaker remains in service. No adverse patient effects were reported.